Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had discontinued ilet use for several days due to lack of cgm supplies and then resumed ilet therapy with a g7 cgm, after which the cgm displayed a blood glucose of 391 mg/dl; education and troubleshooting were completed, and the user did not revert to alternative therapy. Symptoms included hyperglycemia. Outcomes included no hospitalization and continuation of ilet therapy after guidance. Investigation included case triage, user coaching on reconnection to ilet with cgm, and confirmation of device function during the call. Investigation of this case revealed no device malfunction or component failure and indicated hyperglycemia following a therapy interruption, consistent with user-driven interruption rather than a device problem. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions or treatment plan leading to hyperglycemia after a lapse in cgm-dependent automated therapy, with device functioning as designed upon reconnection.